Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Visual inspection observed dried body fluid in the lead lumen. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that one day post implant, this left ventricular (lv) lead dislodged. An invasive revision procedure was performed. The implanting physician had requested a larger fixation lead to be used. The lv lead was successfully explanted and replaced. No other adverse patient effects were reported with this clinical observation. The lead was returned to allow for reliability analysis.